Event description:
[Covid vaccine] use for covid-19 under emergency use authorization (eua): on this day of operations we were unable to get 6 doses out of a vial from lot number ER 8735 (despite using usual mix of provided syringes) and one vaccine was lost due to syringe defect - leak in plunger with vanishpoint 1ml syringe. FDA safety report ID # (B)(4).